Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of gastric varices procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the band could not be deployed. When the device was removed, the bands just detached. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned without bands attached. Also, the teeth were in good condition. Additionally, the handle had marks of trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Also, the premature deployment cannot be confirmed during the product analysis since this failure can only be seen during the procedure. Upon analysis, the returned device did not show evidence of either the alleged problems or defects which could have contributed to the event. The handle was in good condition. Based on the available information, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of gastric varices procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the band could not be deployed. When the device was removed, the bands just detached. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.